Manufacturer narrative:
Additional information : b5 - the reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7, -4.50/6.0/008 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a shorter length lens due to excessive vault and significant reduction of irido-corneal angles on (B)(6) 2021. This resolved the problem.cause of the event is reported as unknown. Claim# (B)(4).

Manufacturer narrative:
Weight - unk, ethnicity - unk, race - unk, this product is not marketed in the us. (B)(4): significant reduction of irido-coneal angels. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7, -4.50/6.0/008 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. Significant reduction of irido-corneal angles and excessive vault was observed. Lens remains implanted. Cause of the event is reported as patient-related factor, wtw different from sts. Per reporter on (B)(6) 2021, lens replacement planned. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.